Manufacturer narrative:
All process operations presented in the manufacturing record were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. There were no discrepancies or defects found during the manufacturing record review (mrr) that are related to the possible causes identified for the complaint type reported. Based on the manufacturing record review results the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that while implanting intraocular lens (iol) into patient's left eye, the trailing haptic of lens had stretched straight. It was noted that there was slight damage to zinn¿s zonule by surgical instrument. No vitrectomy was performed. Lens was placed successfully to complete surgery, without patient complications. Additionally, it was further noted that patient outcome was good with no visual acuity difficulties. No further information has been provided.

Manufacturer narrative:
If explanted, give date: not applicable (na). Iol remains implanted. Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.